Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two right angle screwdrivers had trouble rotating during a rib fracture case. Additional screwdrivers were available to complete the case. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The two (2) 90 degree contra angle screwdrivers (part# 24-1189, lot# 474730, 727920) were visually evaluated. The driver from lot# 727920 was returned with a contra angle blade (part# sp-2379) inside the collet. The two drivers showed signs of use with some minor discoloration on the handle and knob, likely resulting from repeated autoclave cycles. The drivers were functionally tested by rotating the knob in both the clockwise and counter-clockwise directions and were found to have some abnormal resistance during rotation. The drivers were disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly of both instruments. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated 'avoid undue stress or strain when handling or cleaning instruments.' The discoloration is most likely due to residual from the cleaning process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.multiple MDR reports were filed for this event, please see associated report: 0001032347-2019-00137.